Event description:
Customer stated that pump will not pass a flow rate test. It was 8.3 percent low. Rate provided was 125 ml/hr. There was no dosage provided.

Manufacturer narrative:
Investigation found that pump was serviced by third party due to pump's maintenance due date was changed. Volumetric accuracy test were performed and pump infused within +/-5 percent specification. The complaint could not be duplicated.